Event description:
It was reported that the patient underwent revision surgery on the right hip on (B)(6) 2018 after a primary bhr resurfacing system surgery had been implanted on (B)(6) 2007. The revision surgery was due to pain, limited mobility, metallosis, fluid under pressure and/or pseudotumor, ¿excessively high¿ elevated metal ion levels and a sustained femoral neck stress fracture. During this procedure, both the acetabular and femoral components were explanted and replaced with competitors¿ devices. Intraoperatively, a significant amount of metallosis-type tissue was present within the joint involving the entire synovium, below the lesser trochanter and deep to the acetabular. The patient was awakened from sedation and transported to the pacu in stable condition.

Manufacturer narrative:
H6: component code and h7: if remedial action initiated, check type. Section h3, h6: it was reported that a right hip revision surgery was performed in a bilateral patient due to due to pain, limited mobility, metallosis, fluid under pressure and/or pseudotumor, elevated metal ion levels and a sustained femoral neck stress fracture. Intraoperatively, a significant amount of metallosis-type tissue was present within the joint. As of today, the implanted device used in treatment has not been returned for evaluation. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for device, however, as the device is no longer sold, no action is to be taken. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the product and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. It was reported ¿the acetabulum was reamed sequentially to 58 mm and a 50 mm bhr cup was inserted¿ but, this is inconsistent with what is possible. With the limited information provided the clinical root cause of the reported pain, elevated ions and metalloids cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined; however, it is noted that on the (B)(6) 2020 the patient's cobalt was <1.0 ug/l and their chromium was 8.9 ug/l. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H6: investigation findings

Manufacturer narrative:
It was reported that a right hip revision surgery was performed in a bilateral patient due to due to pain, limited mobility, metallosis, fluid under pressure and/or pseudotumor, elevated metal ion levels and a sustained femoral neck stress fracture. Intraoperatively, a significant amount of metallosis-type tissue was present within the joint. As of today, the implanted device used in treatment has not been returned for evaluation. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for device. This will continue to be monitored via routine trending, however it should be noted that the part is no longer sold. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the product and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. It was reported ¿the acetabulum was reamed sequentially to 58 mm and a 50 mm bhr cup was inserted¿ but, this is inconsistent with what is possible. With the limited information provided the clinical root cause of the reported pain, elevated ions and metalloids cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined; however, it is noted that on the 22nd of october 2020 the patient's cobalt was <1.0 ug/l and their chromium was 8.9 ug/l. Based on the available information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
This event was matched with the medwatch report: mw5080616.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It was reported ¿the acetabulum was reamed sequentially to 58 mm and a 50 mm bhr cup was inserted¿ but, this is inconsistent with what is possible. With the limited information provided the clinical root cause of the reported pain, elevated ions and metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined; however, it is noted (B)(6) 2018, the patient¿s cobalt is now down to 9.2 and chromium is down to 24.1. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the patient underwent revision surgery on the right hip, after a primary bhr resurfacing system surgery, due to pain, limited mobility, metallosis, fluid under pressure and/or pseudotumor, and ¿excessively high¿ elevated metal ion levels.